Event description:
A physician reported that after cataract and glaucoma surgery, intraocular pressure (iop) dropped too low and choroidal detachment occurred. One month after surgery, iop 14mmhg (prostaglandin analog, beta blockers eye drops were used). Three months after surgery, iop 5mmhg, resulting in a choroidal detachment (due to this, eye drops were discontinued and ophthalmic viscosurgical devices (ovd) was injected into anterior chamber). After that, choroidal detachment recurred, iop 8mmhg (no eye drops were used). At the time of removal, the trabecular meshwork where stent was placed was incised with a 25g needle, and the tip of stent was removed into the anterior chamber from the transition zone, but the inlet was adhered to the root of the iris, so finally, it was forcibly pulled out by the surgeon. Bleeding occurred when the stent was removed. As of now, bleeding disappeared but vision was not very good. The stent was removed and iop rose to 10 mmhg. The patient currently under observation. The choroidal detachment condition is improving along with intraocular pressure. The sample was discarded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h3, h6 and h11. A sample was not received at the investigation site for evaluation for the report of intraocular pressure (iop) dropped too low, choroidal detachment occurred, explanted, bleeding occurred, and vision is not very good; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instructions for use (IFU) could potentially contribute to an outcome similar to the reported event. A potential risks associated with anterior chamber surgery are iop spike (10mmhg higher than highest pre-operative iop measurement) and visual loss outlined in the product's IFU. The manufacturer internal reference number is: (B)(4).